Event description:
Boston scientific received information that this pacemaker detected a lead safety switch trip with this right atrial lead. Upon reviewing the daily measurements all impedances were between 500-540 ohms. The lead was reprogrammed back to bipolar with 540 ohms measured. Isometrics were performed and the impedances were stable. No noise was present on the electrograms. However, it was also reported that this patient had many atrial tachycardia responses with noise on the ra lead. Sensing was adjusted and the physician elected to monitor the patient at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.